Manufacturer narrative:
(B)(4). Full UDI not available as the lot# was not provided by the customer. Complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that " some rusch are difficult to take off which makes it harder when the newborn needed to be aspirated. Issue is recurrent with different sizes and lots from the department." Assoxiated complaints: 8040412-2025-00062.